Event description:
Pump was reported to overinfuse during use on a pt. The pump was set to infuse a 500ml bag of morphine at 65ml/hr in the dose mode. When the bag of morphine came from the pharmacy and was 1000ml bag, the nurse changed only the diluate volume to 1000ml. This programming change caused the pump to run at 130ml/hr, or two times as fast. No pt injury resulted.